Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy procedure on a canine, it was observed that the small battery drive device was making a high pitched noise while in use. It was reported that there was no delay to the procedure and a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was making an unusual noise, corrosion inside of the unit, corrosion inside of the motor and signs of water damage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning, sterilization and/or maintenance procedures not followed per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.